Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon was firing the second time with the device with a gold reload (first fire was with a green reload). Firing felt normal, but upon opening of the jaws saw that a significant portion of the stomach was cut but not stapled. There were no patient consequences. Case completed with another device of the same product code and over sewing.

Manufacturer narrative:
(B)(4). Additional information: the following information was requested, but unavailable: can you please confirm; did the device deliver any staples? If yes, please describe the shape (malformed, unformed, incomplete staple line, etc.).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the surgeon states that wound category went from a level 2 to a level 3 due to some spillage into the abdomen which increases infection risk. In this incident, the scrub was less experienced and stated that he did not swish the stapler.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. No short cut or absent cut were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.